Manufacturer narrative:
The problem was due to a damaged circuit board. After the replacement, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problems: on startup, error code 11. In service mode, 1470 side has no signal l, 532 side works.